Manufacturer narrative:
(B)(6). Manufacturing year is 2014. This report is being filed on an international product; laser correction system, model catalyst-I, that has a similar product, catalyst-u which is distributed in the united states under 510(k) # k121091. Technical support remotely logged in and checked error messages and found error 02-006 vacuum loss / eye movement detected and found it was a type 1 which is the vacuum unstable. Confirmed vacuum line unstable remotely, varying from 490 mmhg - 550 mmhg which is out of specifications. Site visit required to repair of replace vacuum board. On arrival field service specialist saw the patient vacuum readings were fluctuating. Fss disassembled the vacuum board due to large amounts of salt present, cleaned all tubing and regulators of salt. Fss reassembled and calibrated the vacuum. It took several attempts to achieve a more stable vacuum. He rechecked all vacuum levels and they are within amo specifications. He ran several daily alignment verifications and mock treatments and all were completed without issue. The system meets all amo specifications. Amo¿ investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure.

Event description:
The surgery center reported having suction loss high during treatments. The event occurred with 2 patients. This is for patient 2 of 2.

Manufacturer narrative:
In the initial report, it was reported that the manufacturing date for the system was year 2014 and now the manufacturing site gave additional details that it was july 2014. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.